Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that he replaced an ac power module in the past year. There is no patient involvement.